Event description:
It was reported that during the pt's implant surgery, the pt's electrode array got bent and curved on itself. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.